Event description:
Baxter (B)(4) received a report that an infusor leaked at the fill port during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon further review by baxter personnel, the root cause of the confirmed leak (backflow) at the fillport was due to glass fragments trapped between the check band and the stressmember. Glass fragments may be introduced to the device when using glass ampules without the appropriate filter.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained no fluid in the reservoir. To verify the reported condition, the sample was filled with water. During fill, leak (backflow) was observed at the fill port. Visual examination of the disassembled unit revealed a tiny glass fragment (approximately 2.0 mm in size) was found under the check-band. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.